Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level was above 400 mg/dl at the time of the incident and treated high blood glucose with insulin shot. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.